Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.